Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed or had stripes when the subject device was connected with evis 180, 160, 165 series videoscopes at the unspecified timing. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the operational amplifier circuit failure on the printed circuit board of the subject device because the subject device was manufactured before the design change for the countermeasure in the operational amplifier circuit design of the subject device. Also, it was unknown whether the reported phenomenon was reproduced by oekg, but it was presumed that it was reproduced from the repair contents. If additional information becomes available, this report will be supplemented.